Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. Device component code relates to device problem code for the investigation result of side car - rx pushback. Visual evaluation of the returned device found the basket was closed, the basket tip intact, and the side car-rx presented pushback out of specification. Moreover, the sheath was found separated/torn at proximal end and was buckled in multiple locations. Functional evaluation was performed and the basket would not open inside and outside the endoscope. The basket was manually opened and no issue was noted with the basket. The evaluation concluded that during the procedure, excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failures found. Therefore, the most probable root cause of this complaint is operational context since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. The device history record (DHR) review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid¿ rx basket was inserted along the guidewire into the bile duct to remove a 3cm stone. Even though the basket appeared to function properly, the basket was unable to remove the stone. The basket was removed and electrohydraulic lithotripsy (ehl) with spyglass was used. Following the ehl, the trapezoid basket was reinserted into the patient. However, the basket would only partially open. The basket was removed and was tested outside the patient and worked fine outside the patient. The basket was inserted for the third time and the same issue happened. The basket was removed and tested outside the patient and this time the basket failed to open fully. The procedure was not completed and a stent was placed to ensure drainage of the common bile duct. This event has been deemed a reportable event based on the investigation results; side car-rx pushback. Please see block for full investigation details.